Event description:
The customer stated that her dex meter was reading low compared to her breeze meter. She also stated that she had changed the units of measure, but she thought a reading of 7.0 mmol/l was the same as 70 mg/dl. The customer did not allege any adverse events. She was able to reset the meter to mg/dl. The meter will be returned for eval, and a replacement meter will be sent.